Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported left side "discomfort, tingling, very severe pain that eventually hardened considerably, frightened and suffering considerably, prosthetic effusions, irregularity of the prosthetic wall, lives in fear, anguish and suffering enormously." The device was explanted.